Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed multiple cartridge alarms and decided to replace the customer's pump. The customer was advised to use an alternate method if necessary to ensure insulin delivery. Technical support provided instructions for returning the problematic pump and programming the replacement. A replacement pump was sent to the customer.